Event description:
It was reported that on an unknown date in 2020, a 23mm trifecta gt valve was implanted in a patient. On (B)(6) 2023, ultrasound and cardiac catheterization showed the valve was highly insufficient; thus causing the patient to had extreme difficulty in breathing due to heavy lung edema. The valve had a destroyed pocket in right coronary cusp (rcc) position with remnants of it prolapse into the left ventricular outflow tract (lvot) pocket located in left coronary cusp (lcc) position. The device was also showing marginal faults, flow acceleration to 4.4 m/s through pendulum volume. An emergency transcatheter aortic valve implantation (tavi) procedure was performed on (B)(6) 2023 with a non-abbott device. Patient status is stable,

Manufacturer narrative:
An event of difficulty in breathing due to heavy lung edema after 3 years of implant was reported. It was also reported that the valve had a destroyed pocket in right coronary cusp position with remnants of it prolapse into the left ventricular outflow tract pocket located in left coronary cusp position. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. The patient was reported to be treated by a transcatheter aortic valve implantation (tavi) procedure, implanting a non-abbott device. The device serial number was not provided, and therefore the device history record could not be reviewed. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Abbott requested for patient's comorbidities and pre-existing medical conditions however this was not provided. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
An event of difficulty in breathing due to heavy lung edema after 3 years of implant was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in 2020, a 23mm trifecta gt valve was implanted in a patient. On (B)(6) 2023, ultrasound and cardiac catheterization showed the valve was highly insufficient; thus causing the patient to had extreme difficulty in breathing due to heavy lung edema. The valve had a destroyed pocket in right coronary cusp (rcc) position with remnants of it prolapse into the left ventricular outflow tract (lvot) pocket located in left coronary cusp (lcc) position. The device was also showing marginal faults, flow acceleration to 4.4 m/s through pendulum volume. An emergency transcatheter aortic valve implantation (tavi) procedure was performed on (B)(6) 2023 with a non-abbott device. Patient status is stable.